Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the stent moved on balloon. The patient presented due to acute myocardial infarction (ami). A 2.50 x 38 synergy drug-eluting stent was advanced to treat the target lesion. However, the physician felt discomfort while advancing the device inside the guide catheter. The device was removed and it was noted that the stent almost dislodged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent had moved distally on the balloon. The stent appears severely damaged with stent struts bent and overlapping. The bumper tip examination found no issues with the profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating the stent was secure between the markerbands. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The patient presented due to acute myocardial infarction (ami). A 2.50 x 38 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, the physician felt discomfort while advancing the device inside the guide catheter. The device was removed and it was noted that the stent almost dislodged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.